Event description:
A surgeon reports a capsular bag tear occurred during the cataract procedure. The intraocular lens was removed using forceps and replaced with a different model. The surgeon requested evaluation of the delivery system cartridge to see if a "burn" may have been on the tip of the cartridge.